Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it". The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.

Event description:
It was reported, that a malfunction alarm occurred. Reportedly, the pump was exposed to water. Customer¿s blood glucose (bg) level was "high". Although, a specific value was not given. Customer delivered a correction bolus via pump to address bg. The customer reverted to an alternate method of insulin therapy.